Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient was brought into the clinic as they noted two instances of loss of capture (loc) on the remote interrogation electrogram (egm). Boston scientific technical services (ts) was consulted and upon further review it was found that the right ventricular (rv) automatic capture (ac) occurred during an atrial tachy response (atr) episode. Loc was seen during fallback immediately after the rvac markers. It was noted that the patient's rhythm did not come through which caused three seconds of asystole. Further review of the egm noted loc with asystole for two seconds later in the same strip. It is unknown if patient was symptomatic. Ts discussed how rv automatic threshold (rvat) works and suggested turning off the evoked response after each ambulatory rvac which is why it appeared loc occurred. The medical personnel stated they turned off rvac. The pacemaker remains in service.